Manufacturer narrative:
The date of this event was (B)(6) 2010. The expiration date of the device was 4/4/2009. The device was used past it's expiration date.

Event description:
It was reported that the collected blood could not be transferred from the reservoir to the blood bag. None of the 300 mls of collected blood could be re-infused to the patient. The surgeon used a back up device to continue with the collection and re-infusion, but the patient required a blood transfusion from a blood bank.